Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, because of patient anatomy and user technique, the first corevalve ((B)(4)) was implanted low (12+ mm below the aortic annulus) resulting in severe paravalvular leak (pvl). A second corevalve ((B)(4)) was placed 8mm higher with resultant mild pvl. No adverse patient effects were reported. Additional information was received that two days following the implant, the patient was noted to be temporary pacer dependent with underlying rhythm of complete heart block with ventricular escape with rate in the 30's. No treatment was given and no additional adverse patient effects have been reported. Additional information was received that an electrophysiology (ep) was consulted it was determined that a permanent pacemaker was necessary. An implantable cardioverter defibrillator (ICD) was successfully implanted with no adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: per the instructions for use (IFU), conduction disturbances are a potential procedural complication and are associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the implant of a permanent pacemaker. (B)(4).